Event description:
During procedure - lumbar drain insertion - tip of drain was missing. Found in trochanter instrumentation. Second drain inserted - when md pulled back on drain - drain snapped leaving 1" - 2" piece in lumbar area of spine. Md elected not to remove piece. Both drains had same lot # ja267.